Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to patient eventually needed an upgrade to aus. There were no issues with sling device. Device remains in service.

Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown issues with sling device.